Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump wont turn even with battery replacement. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.

Manufacturer narrative:
Device passed the displacement test, idle current test, run current test, self test and off no power test. Device received with normal operating currents. No blank display noted.